Event description:
A report was received that the patient underwent an ipg replacement due to charging difficulties. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement due to charging difficulties. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Visual inspection initially showed that the ipg case was punctured. Once the device was cut open it showed that blood and possibly other liquids had entered the case. Troubleshooting found the device was in a constant state of reset. During troubleshooting we were able to take the device out of reset. The device then became functional. At this time, device memory was captured and the device passed all testing, however, the sleep current was slightly higher than normal. While attempting to determine the root cause of the high sleep current the device again became nonfunctional. Due to the case being compromised and allowing fluids to enter, no reliable conclusion is able to be made regarding the patient's complaints of error code displayed, lack of telemetry, stimulation issues and difficulty charging.